Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram (random access memory) disk was replaced. The system then found to be operating as intended.